Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A patient's mom reported: "my son is being diagnosed if congenital hydrocephalus from birth. The first brain surgery was done when he was two months, one week and four days. After a while, I took him for a medical checkup and it was noticed that the shunt has a blockage and must be replaced." No additional information was provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.